Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report provided by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 therapy for continuous ambulatory peritoneal dialysis (capd). Action taken with the dianeal therapy was not reported. On (B)(6) 2012, the patient was hospitalized for an unreported indication. On (b)(64) 2012, the patient experienced peritonitis manifested by abdominal pain and cloudy effluent. The cause of peritonitis was not reported. On an unreported date, the patient started treatment with ciprofloxacin for peritonitis. The patient was still hospitalized at the time report. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). Further information was received from a nurse. On an unreported date, the patient experienced exit site leak. The cause of peritonitis was exit site leak. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. On (B)(6) 2012, the patient recovered from this peritonitis event.